Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A low battery warning and a low battery alert were found in the black box through normal battery usage. No battery cap or cartridge cap were returned. All testing was performed with test caps. The pump powered on with a test cap. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area and below the grip pad. No evidence of contamination was found inside the battery compartment. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. A battery life issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.